Event description:
The facility representative reported a colleague infusion pump with a channel c failure. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition of channel c not working was confirmed during product evaluation. The assignable cause was a defective pump head module (phm) on channel c. The phm on channel c was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.